Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced a high blood glucose level of 571mg/dl. The customer was sleepy as a symptom of high blood glucose. The customer declined the troubleshooting for high blood glucose. The insulin pump will be returned for the analysis.

Manufacturer narrative:
Insulin pump received with blank display and constant tone due to moisture damage on the electronics assembly. Unable to perform all functional testing including the operating currents, unexpected restart error test, rewind, basic occlusion, occlusion, prime and excessive no delivery test due to blank display. Insulin pump received with moisture damage motor, vibrator, keypad and battery tube assembly. The information provided in concomitant reporting section with the initial report was incorrect. The correct information has been included with this report.